Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead dislodgement was observed when a patient presented in clinic for a routine follow-up. The lead was explanted and replaced when repositioning was unsuccessful.